Event description:
The account generated false positive architect total bhcg results on a patient that tested architect total bhcg negative or with no interpretation. Additionally, the same specimen tested axsym total bhcg negative. On (B) (6) 2009, the patient generated architect total bhcg results of 515.19, 4.86, 9.49, 48.78 miu/ml. The account stated the elevated architect total bhcg results were incorrect. The false positive architect bhcg results were not reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
(B) (4) - evaluation - investigation in process, no method, results or conclusion code can be chosen at this time. This report is being filed on an international product, architect total bhcg, (B) (4), that has a similar us product distributed in the us, architect total bhcg, list 6c21. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). As part of the investigation a review of the manufacturing and testing documentation was performed. The review demonstrated that all control and panel values were within specification and no adverse trends were observed. As part of the investigation, a test plan was executed whereby panels were processed in both routine and stat mode with architect total b-hcg reagent. Results demonstrate that the architect total b-hcg reagent is capable of accurately calibrating and recovering various concentration of b-hcg in both routine and stat mode. Additionally, control values were within package insert specifications and the panel was within customer release testing specifications. The returned patient samples could not be assessed as the samples had been stored in the vacuette serum separator tubes for longer than the recommended storage time and the blot clot and serum had remixed. The samples were not of sufficient quality to be re-tested. A specific reason for the customer's observation could not be determined. However as the issue was isolated to a samples from a single patient which gave consistently elevated results using the architect total b-hcg assay, and negative results using another method, it is possible that there were some interfering substances present in the sample that contributed to the falsely elevated value. Usually, but not always, samples that contain interfering substances exhibit nonlinear results when diluted. As quality of the samples was compromised we could not perform dilution studies in order to help to determine if a non-linear dilution profile could be associated with the samples. In conclusion, the investigation performed concluded that there was no product deficiency associated with the performance of architect total b-hcg reagent kit, list number 7k78-30, lot number 79913jn00 and the investigation demonstrated that safety, effectiveness and label claims were met.